Event description:
The patient was implanted with a scs system on (B)(6) 2011. It was reported that the patient felt acute pain and tenderness on the ipg site that had started two weeks ago. No trauma to the ipg site has occurred and the site is not red or swollen. The patient also felt a stabbing sensation occasionally at the ipg site. The device is still in use. No further information is available at this time.

Manufacturer narrative:
This serial number is associated with a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.